Event description:
This is a report received by baxter (B)(4) of a patient who reported the electric leakage on a homechoice device during patient use. A swap of the device was initiated. There was no report of patient injury or medical intervention.

Manufacturer narrative:
Customer's meter was returned and investigated. The complaint was not confirmed and no new issues were observed. All test results were within range specification. No errors were observed during control solution testing. Similar readings to those the customer reported were found in meter memory. This is a final report.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor. Customer reported receiving readings of 500 mg/dl, 122 mg/dl, 270 mg/dl and 390 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.